Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the axiem box was not communication with the navigation system. The representative swapped out the axiem box and then the system passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the axiem box with this navigation system was not responding. There were no led's that would illuminate. The site swapped the box with a new one and was able to proceed with the case. There was no patient present when this issue was identified.